Event description:
Siemens healthineers became aware of an issue that occurred with an ysio x.pree. The screw securing the corrugated cable holder to the ceiling rail became loose. This caused the holder and the cable to drop down. The holder was reattached at the affected site. No injury occurred. Siemens has requested additional information in order to investigate the reported event.

Manufacturer narrative:
Siemens healthineers is conducting a thorough investigation of the reported event. As this event is under investigation, a root cause has not yet been determined. A follow-up report will be filed upon completion of the investigation.

Manufacturer narrative:
H3, h6: siemens healthineers completed the detailed investigation of the reported issue. It was initially reported that the corrugated cable holder became loose and fell. Furthermore, the screw for the bracket on top of the tube tower unscrewed and caused the bracket to fall. During the investigation at customer site, no locking varnish could be identified on the screw. Also, the analysis of the provided pictures gave no evidence for pre-applied tuflok on the screw or that loctide was used. The original screw was no longer available. In the installation instructions it is described that for the initial installation a tuflok-coated screw had to be used. If such a screw is not available, a m6x10 countersunk allen screw must be used, and loctite 243 must be applied. The installation instructions were reviewed and found to be sufficient. The affected system was already repaired by the service organization with installing the holder and using a new screw with pre-applied tuflok. No general problem is known. This issue is seen as a singular workmanship error of the third-party installer. Based on all investigation results it was determined that the event is no longer classified as reportable since only a moderate injury might be the outcome if the cable holder swings downwards together with the corrugated hose. The complaint has been closed with this statement. H11 corrected data: d3: manufacturer street address was corrected and email added. D8: installed by a third-party installer. Answer changed to yes.